Event description:
Dialysis facility technician reported during hemodialysis treatment, the meridan device put the patient into isolation but did not give an alarm. Baxter field service engineer (fse) reported that the patient did receive treatment for approximately 1 hour with fluid removal prior to the machine going into isolation. There was no patient injury or medical intervention reported as a result of this incident. No additional information has been provided by the facility healthcare professional, should any additional information become available it will be forwarded.